Event description:
The field engineer that there was no image being displayed on the left monitor. This resulted in a loss of the live image. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. A quote was issued to the customer. No conclusion can be drawn as further repair information is unavailable at this time.